Manufacturer narrative:
No complaint sample and no lot number was provided. All syringes were visually inspected for foreign material by qualified operators. Items with foreign material like fibers were rejected during this inspection. Also, after blistering the blisters are 100 percent visually inspected. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A nurse reported that a surgeon saw a small fiber in the patient's eye during four to five cataract procedures after the lens was inserted. Each time the surgeon was able to remove the fiber during the same case without impact to the patient. The customer did not know if the fibers came from the pack, the iol (intraocular lens), or the viscoelastic. It was noted that this is the only surgeon who uses this particular viscoelastic, and none of the other surgeons at the facility have been having this issue. No further information is expected for this case.